Event description:
Additional information was received from the patient. The cause of the lead being broken or not place correctly was not known. They said that the implant never offered them any relief from the urology symptoms despite many attempts with support staff. Eventually they began having constant pain in their low back (ache) and experiencing shocking sensations when they were in a bathtub. All symptoms ceased when implant was turned off. They restarted medical intervention (botox) for relief. They eventually may plan to have the device explanted. Explant or replacement is not currently planned. The issue is not resolved and no further action will be taken per patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va27ym3 implanted: (B)(6) 2020 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(6), ubd: 19-feb-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the ins had not helped them since implant and about 3 months ago they had bladder botox and the technician at that time told them to just shut the device off. They met with manufacturer representative (rep) about 3 months ago at (B)(6) and the rep reprogrammed the device. Patient saw a nurse practitioner there but did not recall their name. Patient was no longer seeing implanting physician. Patient was now needing an MRI and did not know how to turn the device back on. Patient said they had very poor support when they had their ins implanted 4 years ago and everything they ever did with it was a problem for them and they were always having to call and get help. Patient services reviewed MRI considerations. Patient indicated they knew they needed to charge their ins. Patient services reviewed potential to encounter a power on reset (por) message and also emailed patient MRI mode instructions. Patient services recommended the patient charge the ins and then can call back for further assistance if needed. Additional information was received from the patient. They stated they didn't recall what the reference was about. They were attempting to reach a rep who had serviced them in the past. The rep assigned to their local area didn't seem to have resolutions to their issues. The ins system did not solve their urinary issues. They had bladder botox that has worked over ins or medication. Ins was turned off. Issue was resolved. Additional information was received from the patient. When asked for clarification on it being a problem for them, they stated that there was no device problem but that they were one of the 55% that the system didn't help. Their issue was not due to battery depletion. When asked what the likely cause of the issue was, they stated that they had successful bladder botox for their incontinence, frequency, etc. Additional information was received from the patient. They called back and reiterated that they hadn't been using the therapy for "probably a year now" because they'd had lots of problems with it and not good support "locally." Patient stated they were told it wasn't a "good therapy for them" because either a lead was broken or it wasn't placed correctly in the beginning. Patient stated it just never helped their symptoms "from the get-go". Patient stated they had another MRI coming up and forgot what to do for MRI. Patient stated they were getting "therapy has been stopped" messages. Patient was already connected to their settings on the call and read that "MRI mode is active". Patient services reviewed MRI mode with the patient and walked the patient through checking their MRI mode screen. Patient also checked their ins battery level and saw it was at 100%. Patient stated they felt better now on what they needed to do for their MRI which would be on (B)(6) 2024.